Event description:
Manufacturer's representative reported patient experienced withdrawal symptoms, and a significant volume discrepancy was noted in the drug reservoir. Expected reservoir volume (erv) = 3.0ml, and actual reservoir volume (arv) - 15ml. No alarms were noted on the programmer display upon interrogation of the pump. The implant duration of the pump is approximately 6 years, therefore, pump replacement surgery has been scheduled. Additional information received from the hcp indicates the proximal end of the catheter showed evidence of wear and damage and the decision was made to replace it at the time of surgery. The patient's pump contained compounded baclofen 850 mcg/ml, no dose provided, in addition to sufentanil; clonidine and ropivicaine. The patient recovered without sequela. Same as manufacturer's report #: 6000030200602122.